Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain pelvic area') in an adult female patient who had essure (ess205) (batch no. 12279611) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis and body mass index normal (bmi = 23.512). Concurrent conditions included ovarian cyst, seizures, ovarian cystectomy, pelvic adhesions and pelvic mass. Concomitant products included cefazolin sodium (kefzol), lactulose and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea") and was found to have weight decreased ("weight loss"). In (B)(6) 2005, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with alprazolam (xanax), clonidine, trazodone and surgery (supracervical hysterectomy (uterus only) bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, anxiety, depression, nausea and weight decreased outcome was unknown. The reporter considered anxiety, depression, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date : (B)(6) 2005, (B)(6) 2005 discrepancy noted in removal date : (B)(6) 2010, (B)(6) 2010, (B)(6) 2010 discrepancy noted in data provided: it was reported "she did not underwent essure confirmation test" although a hsg result was also reported current weight 159lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, vaginal haemorrhage, nausea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. After internal review, the event device monitoring procedure not performed was deleted since a hsg result was already provided. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain pelvic area') in an adult female patient who had essure (ess205) (batch no. 12279611) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis and body mass index normal (bmi = 23.512). Concurrent conditions included ovarian cyst, seizures, ovarian cystectomy, pelvic adhesions and pelvic mass. Concomitant products included cefazolin sodium (kefzol), lactulose and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea") and was found to have weight decreased ("weight loss"). In october 2005, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish") and depression ("psychological or psychiatric problems condition: depression/psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with alprazolam (xanax), clonidine, trazodone and surgery (supracervical hysterectomy (uterus only) bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, anxiety, depression, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date : (B)(6) 2005, (B)(6) 2005 discrepancy noted in removal date : (B)(6) 2010, (B)(6) 2010, (B)(6) 2010 discrepancy noted in data provided: it was reported "she did not underwent essure confirmation test" although a hsg result was also reported current weight 159lbs plaintiff received treatment for pelvic/abdominal pain . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, vaginal haemorrhage, nausea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs . Reporters information updated. Event verbatim were updated: psychological or psychiatric problems condition: depression/psych injury. Event outcome were updated to recovered: pelvic pain, abdominal pain . Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pain pelvic area') in a female patient who had essure (ess205) (batch no. 12279611) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included appendicitis and body mass index normal (bmi = 23.512). Concurrent conditions included ovarian cyst, seizures, ovarian cystectomy, pelvic adhesions and pelvic mass. Concomitant products included cefazolin sodium (kefzol), lactulose and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea") and was found to have weight decreased ("weight loss"). In (B)(6) 2005, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with alprazolam (xanax), clonidine, trazodone and surgery (supracervical hysterectomy (uterus only) bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, anxiety, depression, nausea and weight decreased outcome was unknown. The reporter considered anxiety, depression, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date : (B)(6) 2005. Discrepancy noted in removal date: (B)(6) 2010. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram: on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, vaginal haemorrhage, nausea. Most recent follow-up information incorporated above includes: on 25-jul-2019: plaintiff fact sheet and medical records received: lot number added. Incident category updated. Events added - vaginal haemorrhage, menorrhagia, anxiety, depression, nausea, weight decreased, device monitoring procedure not performed. Verbatim ¿ pain¿ clubbed with event ¿pelvic pain¿. Outcome of event ¿pelvic pain¿ updated to ¿recovering / resolving¿. Event onset dates updated. Treatment and concomitant products added. Medical history and concomitant conditions added. Insertion and removal date updated. Reporter information, patient details, product indication updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.